Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. . If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on may 2, 2012 at 8:42 am the patient obtained ten "loss of prime" warning alarms on the insulin pump. At 9:20 am the patient's blood glucose level was 208 mg/dl, and at 11:05 am the patient's reading was "hi mg/dl" (greater than 600 mg/dl). At that time, the patient experienced the symptom of nausea, and tested negative for ketones. The patient gave herself a correcting bolus of 7.45 units insulin via the pump; her subsequent readings were 271 mg/dl and 158 mg/dl. The patient did not seek medical attention. Troubleshooting revealed the patient did not replace the insulin cartridge after the loss of prime issue began. The patient's technique was incorrect in that she did not replace the insulin cartridge after she obtained the loss of prime alarms. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump issue occurred, this complaint is being reported.